Manufacturer narrative:
(B)(4). Unopened samples of product were received for analysis. The product code is control release and required eight strands per packet. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no suture needle pull off was found, and the tested samples met the finished goods requirements

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2958, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, they were having trouble with the needle popping off. There were no adverse patient consequences reported.